Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported performance issues in association with nuclisens magnetic silica product. Biomérieux investigation was conducted. The investigation concluded the downstream performance issue observed by the customer is not due to the nuclisens magnetic silica product. Changes in pre-treatment components (lysis buffer) and sample volume used at the customer site resolved the reported issue.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report downstream performance issues associated with the nuclisens® easymag® magnetic silica product. The customer performs luminex gpp - gastrointestinal panel, multiplex pcr. They use an internal control; it is rna virus. The acceptance criteria is positive (qualitative). The issue observed is an incorrect internal control result. The customer indicates a delay in reporting of up to 72 hours due to the need to re-process samples. The customer stated no patient results were affected because those that worked were reported and those where the internal control did not work were not reported. No patients were harmed or treated incorrectly. Biomérieux investigation will be initiated.